Event description:
During the verification phase of product development at the manufacturer, a review of source code uncovered the fact that all multi-frame images without pixel spacing data are being displayed in the viewer as being calibrated even though they are not. This can lead to potentially inaccurate measurements on an image.